Event description:
It was reported that the system 9900 displayed a "motion disabled" error message. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. It was determined that there must have been something in contact with the bumper of the image intensifier or the c-arm was in standby, the operator was asked to check those things and the problem was resolved with no further issue.